Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) was elevated with ketones. While trying to troubleshoot the occlusion, the customer began to vomit uncontrollably and passed out. The customer was transported on (B)(6) 2015 to the emergency room and was admitted to the hospital. Due to being in a diabetic coma for several days, the customer was intubated and placed on a respirator. The customer was treated with insulin and fluids. The customer was discharged from the hospital on (B)(6) 2015. The customer reports that due to the intubation, there was pain in the throat and has bilateral weakness in his extremities.